Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for what appears to be a supraventricular tachycardia (svt). Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.